Manufacturer narrative:
The pcs instrument has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. This complaint is being reported due to the following conclusion: during a da vinci assisted surgical procedure, the tip of the pcs instrument broke off, causing pieces of the instrument to fall into the patient. While the broken instrument pieces were retrieved from the patient and there was no patient harm, recurrence of the reported failure mode could cause or contribute to an adverse event. It is unknown what caused the instrument breakage.

Event description:
It was reported that during a da vinci assisted surgical procedure, the insulation at the tip of the permanent monopolar cautery spatula instrument broke, causing half of the insulation to fall into the patient. The surgeon was able to retrieve the broken instrument piece that was observed to have fallen into the patient; however, the surgeon inspected the surgical site to ensure that the other half of the instrument's insulation did not fall into the patient. The surgeon is uncertain if the breakage to the instrument occurred prior to the start of the procedure. On 06-14-2017, the intuitive surgical, inc. (Isi) clinical sales representative (csr) who initially reported this complaint provided additional information. According to the csr, he was present for the surgical procedure. The planned surgical procedure was a da vinci assisted thymectomy procedure. The surgeon was using the permanent monopolar cautery spatula instrument to dissect fatty tissue around the patient's thymus, when the surgeon observed that pieces of the ceramic from the tip of the instrument broke off and fell into the patient. The surgeon removed all of the broken instrument pieces using an unspecified handheld laparoscopic instrument. However, the surgeon is uncertain if all of the broken pieces were retrieved from the patient. According to the csr, there were no intra-operative collisions observed during the surgical procedure. There is no video recording of the surgical procedure. The planned surgical procedure was completed with a replacement instrument of the same type. There were no intra-operative complications, nor any post-operative complications experienced by the patient due to the broken instrument pieces falling into the patient. It is unknown what caused the instrument breakage and subsequent fragments from the instrument to fall into the patient.